Event description:
It was reported from india that during service and evaluation, it was determined that the motor device had an e2 defect (lock engaged), was making excessive noise, could not secure/lock the cutter, and had unintended activation/motion. It was further determined that the device failed pretest for loctite assessment, cutter lock assessment, safety assessment, and noise assessment. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had unintended activation/motion. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).